Event description:
It was reported that during a routine device replacement, the left ventricular (lv) lead was nicked. The physician repaired the lead with medical adhesive and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).